Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during use on a patient, it was observed that the cutter could not be locked on the attachment device. It was further noted that the handpiece hose was ¿baggy¿. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon review of this complaint, it was determined that this complaint was created in error. Therefore, the initial report is being retracted. No further investigation will be performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed.